Manufacturer narrative:
Continued state : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted and replaced.

Event description:
Physician reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: opening linear on anterior, crease fold, wear abrasion and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and opening crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease sharp on anterior assessed as fold flaw opening.